Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the dosage lines on syringes are smudged and faded. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: 74 sealed 3ml packaged syringes were received by bd canaan and confirmed to be from batch #7212710 (p/n 309657). The samples were visually evaluated. The syringes were found to have missing print and ink rings. DHR review for batch 7212710 (p/n 309657): manufacturing date: 08/24/2017 to 08/25/2017. Batch quantity was 767,800. Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Print issues were noted during the manufacture of this batch and adjustments to the printer were made. Product was requalified per applicable aql. Batch 7212710 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Investigation conclusion: potential root cause: malfunctioning doctor blade and ink system.